Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room on (B)(6) 2025 since infusion set cannula was bent which led to high blood glucose level. The insertion site was hip. The infusion set was in use for less than 24 hours. The patient's highest blood glucose level was 729 mg/dl. Due to high blood glucose level patient experienced confusion, feeling sick/unwell increased thirst. The patient got tested for ketones and found in high levels. During hospitalization, the patient received intravenous insulin. The patient's blood glucose level dropped to 83 mg/dl after treatment. The patient was released from the hospital within 24 hours. No additional information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.